Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for use, the camera head was not responding to tower. There were no reports of patient harm.

Event description:
It was reported that during the preparation for use, the camera head was not responding to tower. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11. Corrected field- b5. A review of the device history record is no longer required. The device was returned to olympus for inspection and the reported failure "not responding to tower" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image and failed water leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: no image due to kink/knot on cable and failed water leak test from cable due to tiny pin hole on cable were found. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.